Event description:
During verification testing at the manufacturing facility, inadequate suction was noted.

Manufacturer narrative:
One used suction liner was evaluated. Testing found inadequate suction. This was due to a crack in the liner lid. The catalog number provided is the international list number that is comparable to the domestic list number. The domestic list number has a common device name of 80gcx and is 510k exempt. The information on reprocessing of the device was requested; however, no response has been received. The events that are being reported were noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the rptr upon query by hospira personnel.